Event description:
It was reported that during reboot, the programmer shut down suddenly with a burning smell. The fan was not active and the power source was heated. The device would no longer be used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.